Manufacturer narrative:
11/22/96-supplemental report #1 submitted to FDA.

Event description:
The device was used during a thoractomy. Reportedly, the staples did not form properly. The surgeon applied another device to complete the procedure. The hosp has reported that no pt injury occurred.